Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Medical safety assesment: the consumer reported a needle break in her stomach during injection. Stated, she does re-use. She will keep the same pen needle on her pen until the medication is done, (novolin r). Stated, she did not know she wasn't suppose to "re-use" and also stated, if she changed the needle it would be expensive. Stated, she wipes the needle tip with an alcohol swab before each injection. Stated, she went to the emergency room when the needle broke but the needle could not be located with MRI. Stated, the discharge instructions were to let them know if she has pain or an infection. Stated, she was prescribed antibiotics. The retention of a fractured medical device component constitutes a serious adverse event. The requirement and need to escalate this event to seek assistance of higher-level care, in this case, hospital care and diagnostic imaging, underscores the severity of the incident and the potential for patient harm. The interventions were clinically necessary to mitigate the risk of potential complications, including but not limited to infection, migration of the fragment, tissue damage, and other sequelae that could lead to permanent impairment or harm. It must be noted that the consumer admits to needle reuse which can impact the integrity of the pen needle which is a single use device. In addition, the consumer may have injected into a site containing lipohypertrophy which would increase the likelihood of a needle break. It is highly recommended that patients avoid areas of lipohypertrophy when injecting medication of any kind. Based on the information provided, this event meets the criteria for reportability to relevant regulatory authorities. The event is classified as serious due to the requirement for higher-level care intervention to address the retained foreign body.

Event description:
The consumer reported a needle break in her stomach during injection stated, she does re-use. She will keep the same pen needle on her pen until the medication is done, (novolin r). Stated, she did not know she wasn't supposed to "re-use" and also stated, if she changed the needle that would be expensive. Stated, she wipes the needle tip with an alcohol swab before each injection. Stated, she went to the emergency room when the needle broke but the needle could not be located with MRI. Stated, the discharge instructions were to let them know if she has pain or an infection. Stated, she was prescribed antibiotics. Lot: 3247013. Catalog: 320497, (micro fine plus tm plus) date of event: 2026-02-07. 1 pen needles affected. Samples: yes. The consumer is in the us but the product is not from the us.